Event description:
While using the 2.0 x 26 onyx stent made by medtronic the stent came off the catheter/wire tip without being intentionally deployed. The wire and catheter was inserted and removed multiple times to try to get to the correct location.